Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and obtryx was implanted. The patient underwent another procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with removal of previously placed tot sling, anterior repair using the kelly plication method and cystoscopy due to recurrent sui.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with removal of obtryx and mesh. It was reported that following insertion the patient experienced urinary problems. On (B)(6) 2011 the patient underwent a removal of sling and an unknown implant due to recurrent sui.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.